Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following plant evaluation. A temporal relationship likely exists between ccpd therapy with the liberty cycler and the patient¿s hernia (inguinal with possible repair), fluid retention, vomiting, fever and concomitant peritonitis with hospitalization. Actual etiology/causality for the hernia event cannot be fully determined with the available information in the file. Although, it is known that increased intra-abdominal pressure during pd therapy (due to the dialysate) may create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and lead to hernia formation. Additionally, the source of the peritonitis infection is unknown at this time. There have been no reported allegations if a liberty cycle malfunction that is causally related to the peritonitis event.

Event description:
On (B)(6) 2017 this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy reported he was admitted to the hospital on (B)(6) 2017 for hernia (inguinal), fluid retention, vomiting and a fever. Etiology of the hernia and details of the hospitalization course are unknown. The pt. Further reported, during medical evaluation (while hospitalized) it was discovered the pt. Had concomitant peritonitis (unknown etiology and treatment course during hospitalization). Additionally, the pt. Reported he underwent a ¿carotid line¿ placement on (B)(6) 2017 and was also scheduled to switch to hemodialysis (hd) therapy on (B)(6) 2017. Details surrounding hd treatments are unknown. On (B)(6) 2017, during a follow up call with the peritoneal dialysis (pd) nurse, it was stated the pt. Possibly had inguinal hernia repair (unknown date). Additionally, the pd nurse reported the pt. Had a previous history of hernia incidents (details of previous hernia incidents not specified). It is unknown when the previous hernia events occurred in relation to the start of pd therapy. Furthermore, the pd nurse confirmed the pt. Was retaining fluid and the pt. Was not performing regular ccpd treatments (date (s) unknown). Reportedly, as of (B)(6) 2017 the pt. Was still in the hospital.